Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber broke after nine minutes and 14,000 joules of use. The procedure was completed using another fiber. There were no patient complications reported.